Event description:
The report stated that while using the ligasure vessel sealing system on mesentery, the handle ratchet would not release. It worked properly on the first few seals. The surgeon removed the device by cutting the patient tissue. It was reported that after that, the ratchet released while examining the device. There was no reported patient impact.